Event description:
It has been reported that the swing arm of the touch screen module was loose and when one of the technicians was moving the touch screen module it fell and smashed the techs finger causing it to bleed. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the staff member's finger was pinched in the swing arm hinge. The staff member's finger required bandages and is fully healed and functional. A philips field service engineer (fse) inspected the system on site and identified that the retaining bolts on the adjustable mount for the touch screen module (tsm) were loose. The fse increased the torque on the hinge bolts ensuring the stability of the arm. The system was returned to use in good working order. The codes were updated based on the investigation outcome.